Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, a leakage at the catheter exit site was observed. It was stated that the catheter was replaced with another product with the same model. There was no patient injury.